Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4).the device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. The unit was received with the teeth worn on the base half. The slide bar was loose and needed to be repined. The unit is the older style a1012. Both gel pads were cracked and needed to be replaced. General maintenance and cleaning required.

Event description:
Service and repair of the a1012 mayfield swivel horseshoe headrest found the slide bar to be loose.